Manufacturer narrative:
(B)(4). The department of public health official stated that there was a patient death and a traumatized nurse. The risk manager at (B)(6) was contacted and stated that she had no information about the issue as it was from 6 or 7 years ago. The department of public health official initiated the call but did not provide any information such as the date/time, circumstances surrounding the incident, patient information, piic alarm logs, or patient strips. The original call from the department of public health official was a question about the m2601b telemetry and how the alarms can be set for low battery and replace battery. Information was provided to health official that at the piic the "battery low" alarm is a soft inop/technical alarm with no sound. This soft inop/technical alarm signifies that the telemetry batteries are weak and need replacing quickly. The "replace battery" alarm can be configured for a red (!!!), yellow (!!) Or hard inop /technical alarm depending on preference. Based on the information provided, there is no data to support that the m2601b telemetry transmitter or the m3150b piic was malfunctioning or not performing to specification. It cannot be ascertained whether the settings for "replace battery" could have caused or contributed to the patient death based on the information provided. Information was provided to the customer by the customer care service center on the different alarm settings for "replace battery." The available information from this report does not support that this issue represents a systemic, design, or labeling problem.

Event description:
The customer reported a patient death concerning alarming at the central station. The issue concerns the battery error messages provided by the central station. There was a patient death.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient death concerning alarming at the central station.

Manufacturer narrative:
Updated problem statement with all known information (re: battery error messages). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient death concerning alarming at the central station. The issue concerns the battery error messages provided by the central station.